Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The issue was due to a hole and leak between the bending section rubber and the insertion tube adhesive. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope distal tip sheath was separating, flaking off. The event occurred during an unknown procedure. There were no reports of patient harm. The procedure was delayed to replace the device.